Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: chapter7: before use" and "chapter8: use" chapter7: before use. 7.1 inspection: warning. Damages and irregularities. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. - before each use, inspect this electrosurgical generator as instructed below. Inspect other equipment to be used with this electrosurgical generator as instructed in their respective instruction manual. - if the output is activated and the output tone can be heard but no output indicator illuminates or the touchscreen is off, stop the procedure immediately, switch off the electrosurgical generator. Otherwise, it may cause perforation, bleeding and user and/or patient burns. - should the slightest irregularity be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is stillsuspected after consulting this chapter, contact olympus. Chapter8: use. 8.1 safety notes for use: warning. Irregularity or damage. If during operation any irregularity will be suspected, do not use the electrosurgical generator and refer to section ¿8.11 troubleshooting¿ on page 91. If the irregularity is still suspected after consulting this chapter, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. 8.8 troubleshooting: check the following table to identify and correct failures. If the problem cannot be resolved by the described remedial actions, stop using the electrosurgical generator and contact olympus. Be aware that repairs must only be performed by authorized service centers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator exhibited error code e006. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following field was corrected: d4 and the following field was updated: h4. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to d4. Olympus will continue to monitor field performance for this device.